Event description:
The injector flow rate was set for 1.5 ml/sec. The patch was placed directly over the angiocath and the injection begun. After injecting approx 41ml/ the pt complained of pain. The injector was manually stopped and the site examined. There was swelling the size of a "golf ball" under the area of the patch. No scan of the arm was done. Pt was treated with ice and cold compresses.